Event description:
It was reported that, during patient use, the ventilator¿s compressor became inoperative. The patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). A compressor solenoid valve assembly and a compressor printed circuit board (pcb) assembly were returned for investigation. A visual inspection revealed a damaged solenoid (sol 3) connector. The covidien field service engineer (fse) installed it into a test ventilator for analysis. The vent was powered on and after a short period of time, the compressor motor generated an intermittent loud noisy pattern. After tests and calibrations, the customer reported malfunction was verified on the solenoid valve assembly only.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator, and verified the customer reported malfunction. The cse replaced the compressor printed circuit board (pcb), and the compressor solenoid valve to resolve the issue. The ventilator passed all tests, calibrations, and it was operating within the manufacturing specifications.